Manufacturer narrative:
Occupation: ccu rn / administrator/supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three weeks of intra-aortic balloon (iab) therapy, the console generated multiple leak in iab circuit alarms. The alarm had increased in frequency, requiring the customer to do a fill four times within two hours. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was aware of the off-label use and proceeded to troubleshooting as though insertion was femoral. It was revealed that all connections were secured with no blood noted in the helium channel. The augmentation was set to the max level so the customer was asked to reduce it by two bars, which did not change the augmented pressure. It was later reported that lowering the augmentation and adjusting the patient from sitting up to laying down helped stop the alarm frequency. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period may-19 through apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
It was reported that after approximately three weeks of intra-aortic balloon (iab) therapy, the console generated multiple leak in iab circuit alarms. The alarm had increased in frequency, requiring the customer to do a fill four times within two hours. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was aware of the off-label use and proceeded to troubleshoot as though insertion was femoral. It was revealed that all connections were secured with no blood noted in the helium channel. The augmentation was set to the max level so the customer was asked to reduce it by two bars, which did not change the augmented pressure. It was later reported that lowering the augmentation and adjusting the patient from sitting up to laying down helped stop the alarm frequency. There was no patient harm or adverse event reported. This intra-aortic balloon (iab) catheter is not available to be returned. Intra-aortic balloon (iab) removed in operating room (or) when patient received a heart transplant.

Manufacturer narrative:
Device available for eval? From yes to no. Other relevant history / heart transplant. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided, we will send a supplemental report with the information. Complaint record ID # (B)(4).